Event description:
Customer reported a data error alert 4 occurring after the pump ship date. Customer's blood glucose level at the time of the issue was 252 mg/dl. Reportedly, customer continued using pump for insulin therapy.